Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor was not providing readings on the non-tandem continuous glucose monitoring system, which resulted in the customer's blood glucose (bg) decreasing to 41mg/dl. To address bg, the customer consumed a sandwich and juice. Recommendation was made to consult with healthcare provider regarding diabetes management.